Event description:
It was reported that the insulin pump was alarming an error. The customer's blood glucose was 166 mg/dl. The customer reported having low blood glucose earlier during the day which might have been caused by not eating. The drive support cap was sticking out. The customer did not press the cap while connected to the device. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.